Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device has not yet been returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was swollen and had been vomiting. Follow up with the patient's nurse confirmed the vomiting. The patient was subsequently hospitalized from (B)(6) 2016 and diagnosed with pneumonia. It was also noted the patient had a history of chronic vomiting. The nurse could not provide treatment details but indicated the pneumonia was not related to pd therapy.